Event description:
Follow up information received identified surgical intervention was taken to repositioned the patient's scs ipg in the same pocket.

Event description:
Follow up information received identified the patient reported the pain at the ipg site has resolved

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain at the scs ipg site. Consequently, the patient's physician may revise the scs ipg pocket.